Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 6mm foreign matter was found in the fluid pathway and the plunger was difficult to move. The stopper was also deformed. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: customer contacted about complaint (B)(4) 20 more syringes than was initially registered. This complaint is addressing the new 20 syringes found with the same defect from 05/05 to 05/16. She reports that yesterday (05/17/2022) they collected 7 samples from the reported batch (1109189c) (B)(4), but she identified 20 more with the same quality deviation from the same batch: liquid at the tip of the syringe. She informs that she pulls the plunger and pushes, then forming a bubble with liquid at the tip of the syringe. She also reports that these syringes with the liquid are having difficulty sliding the plunger and that the black rubber is crooked/non-symmetrical.

Manufacturer narrative:
H.6 investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. One photo of several 0.3ml syringes was provided. The customer reported that there is liquid at the tip of the syringe, the plunger is difficult to slide, and the black rubber is crooked/non-symmetrical. The photo was examined, and it was observed that several loose 0.3ml bd insulin syringes were resting on a surface. It could not be determined from the photo alone if there was a foreign matter in the syringes, or if the stoppers were damaged or plunger difficult to move. The alleged issues could not be confirmed at this time. A review of the device history record was completed for batch# 1109189. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 6mm foreign matter was found in the fluid pathway and the plunger was difficult to move. The stopper was also deformed. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: customer contacted about complaint (B)(4) 20 more syringes than was initially registered. This complaint is addressing the new 20 syringes found with the same defect from 05/05 to 05/16. She reports that yesterday (05/17/2022) they collected 7 samples from the reported batch (1109189c) - pr# (B)(6), but she identified 20 more with the same quality deviation from the same batch: liquid at the tip of the syringe. She informs that she pulls the plunger and pushes, then forming a bubble with liquid at the tip of the syringe. She also reports that these syringes with the liquid are having difficulty sliding the plunger and that the black rubber is crooked/non-symmetrical.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 27-jul-2022. H.6. Investigation summary: customer returned (17) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 1109189. Customer states that she pulls the plunger and pushes, then forming a bubble with liquid at the tip of the syringe. All returned syringes were tested and 10 out of 17 samples exhibited a clear drop of material coming out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 1109189. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure (excess silicone). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Photo of the complaint sample exhibited a small clear droplet come out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis by complaint handling department. The spectral analysis shows that this material is most likely silicone. The syringe assembly machine, which feeds 0.3 ml syringe components (barrel, stopper, plunger, needle assembly and cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were zero (0) notifications noted that pertained to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find any dispatches pertaining to defect. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Customer states that they are having difficulty sliding the plunger and that the black rubber is crooked/non-symmetrical. All returned syringes were tested and all samples were able to have the plungers exercised in the barrel properly without any observed defects. All returned syringes were tested and no deformed stopper was observed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 6mm foreign matter was found in the fluid pathway and the plunger was difficult to move. The stopper was also deformed. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter: customer contacted about complaint (B)(4). 20 more syringes than was initially registered. This complaint is addressing the new 20 syringes found with the same defect from 05/05 to 05/16. She reports that yesterday ((B)(6) 2022) they collected 7 samples from the reported batch (1109189c) - pr# (B)(4), but she identified 20 more with the same quality deviation from the same batch: liquid at the tip of the syringe. She informs that she pulls the plunger and pushes, then forming a bubble with liquid at the tip of the syringe. She also reports that these syringes with the liquid are having difficulty sliding the plunger and that the black rubber is crooked/non-symmetrical.